Manufacturer narrative:
No b90051product samples, videos or photographs were returned for investigation. The device history lot was not reviewed, no lot number information was provided. A probable cause cannot be identified based on the information that has been provided. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 9" (23cm) smallbore ext set w/0.2 micron filter, clave®, clamp, check valve w/luer lock was found to have disconnected during patient use. It was reported that there was a disconnection on the tubing and it was not glued. There was no patient harm reported.